Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported when the angio-seal was being pulled back there, no resistance was felt. Hemostasis was not achieved and a femostop was placed on the puncture site. The physician alleged that it appeared there was no anchor in the device because it could not be initially located in the patient. Sometime after deployment, the patient experienced leg pain and a cold leg with no pedal pulses. The patient underwent surgery (date unknown), where the anchor was located and removed. The patient was taking prescribed anticoagulants (type and dosages unknown). Additional information was not available.